Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The insulin pump had audio anomaly. The customer blood glucose level was 400 mg/dl. Customer stated that time she was vomiting and drank a lot of water. Customer never stopped bolus blood glucose was 350 mg/dl and over. Customer just changed the set and reservoir and insulin. The customer was assisted with troubleshooting. The customer stated that she did not hear the alarm and had her go to the audio options and it is set to on and volume 4. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer states the cannula was bent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).